Event description:
It was reported that upon opening the package of an ultrathane mac-loc locking loop biliary drainage catheter, the user discovered the mac-loc hub was separated from the catheter. The procedure was completed by obtaining a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2b - procode. (B)(4). PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: on 20jun2022, cook china received a complaint from a representative from the second affiliated hospital of nanchang university located in the city of nan chang cn. It was discovered upon removing an ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult8.5-38-40-p-32s-clb-rh; lot: 14237229) from the sealed packaging, that the proximal fitting separated from the catheter. Another device was used to compete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications as well as a visual inspection of the returned device, were conducted during the investigation. One opened unused device was received in damaged condition. The investigation confirmed the threaded stem to the mac-loc adaptor was fractured, resulting in complete separation from the end cap and catheter. The separated section of the mac-loc (threaded stem) was confirmed to be within the white end cap. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The dhrs for lot 14237229 and mac-loc subassembly lot (sa14113764) record no relevant non-conformances. In addition, the supplier provided a certificate of compliance, indicating the mac-loc adaptor met the required requirements. A further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field and that device was manufactured to current specification. Cook also reviewed product labeling. The IFU supplied (t_multi2_rev1,ultrathane mac-loc locking loop biliary drainage catheter ) instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the root cause would fall under caused traced to transport / storage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.